Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), syncope ("fainting") and haemorrhage ("haemorrhages") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("inguinal pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menorrhagia ("abundant period"), amenorrhoea ("non-existent period"), menstruation irregular ("abnormal duration of period"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating") and haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menorrhagia, amenorrhoea, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma, hyperhidrosis and haemorrhage had resolved. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital injury, groin pain, haemorrhage, hyperhidrosis, hypersensitivity, insomnia, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), salpingitis ('mild chronic salpingitis / histological exam showed chronic inflammation of the fallopian tubes'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), haemorrhage ('haemorrhages') and syncope ('fainting') in a 37-year-old female patient who had essure (batch no. A78089) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pregnancy, delivery, breast feeding, caesarean section (at 36 weeks due to gestosis) and elective abortion. Recalls having normal skin eruptions, cranial trauma (CT during childhood with cerebral haematoma with good recovery), and normal development during infancy. Menarche at age 15 and normal periods. Previously administered products included for an unreported indication: oestroprogestinic [pill]. Concurrent conditions included hypertension (under ramipril therapy). The patient also had a family history of lung cancer ((father)), brain neoplasm malignant ((sister)) and hypertension. Concomitant products included ramipril for hypertension as well as cetirizine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced presyncope ("at the end of the hysterosalpingography procedure the patient reported a vagal reaction") with nausea, hyperhidrosis and blood pressure decreased and post procedural complication ("at the end of the hysterosalpingography procedure the patient reported a vagal reaction"), 3 months 9 days after insertion of essure. In 2014, the patient experienced dysaesthesia ("episode of dysesthesia to the face"). On (B)(6) 2014, the patient experienced headache ("persistent headache / intense headache on the right frontal-temporal area"). On (B)(6) 2014, the patient experienced conjunctival haemorrhage ("small haemorrhage appeared in the left eye with feelings of anaesthesia to the face / small conjunctival haemorrhage"), hypoaesthesia ("small haemorrhage appeared in the left eye with feelings of anaesthesia to the face") and paraesthesia oral ("perioral paraesthesia of the upper lip"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), abdominal pain ("acute abdominal pain / abdominal pain of unknown origin"), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms) / diffuse joint pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling / chronic fatigue"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("decrease of libido / loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menorrhagia ("abundant period"), amenorrhoea ("non-existent period"), menstruation irregular ("abndormal duration of period"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias / disturbances with short-term memory (working memory)"), disturbance in attention ("disturbances with concentration"), aphasia ("difficulty finding words quickly"), anxiety ("state of anxiety not compatible with her situation / word retrieval associated with anxiety"), tearfulness ("cries easily / outbursts of crying that negatively affect her"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), abdominal distension ("abdominal bloating / persistent abdominal bloating"), pruritus ("generalised chronic pruritis with need to use systemic antihistamines"), hot flush ("hot flushes"), rash ("neck rash"), fibromyalgia ("left arm pain and difficulty grabbing with diagnosis of fibromyalgia") with pain in extremity and loss of personal independence in daily activities, asthenia ("feeling of weakness / psychological-physical asthenia"), chest pain ("chest pain"), blindness ("loss of vision") and abnormal behaviour ("waking at night with abnormal behaviour requiring anxiolytics") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antihistamines, anxiolytics and surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, headache, conjunctival haemorrhage, hypoaesthesia, paraesthesia oral, disturbance in attention, aphasia, anxiety, tearfulness, dysaesthesia, asthenia, chest pain, blindness and abnormal behaviour outcome was unknown, the uterine injury, genital injury, haemorrhage, presyncope, post procedural complication, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, loss of libido, tachycardia, depression, menorrhagia, amenorrhoea, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma, hyperhidrosis, pruritus, hot flush and rash had resolved and the abdominal distension and fibromyalgia was resolving. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, affective disorder, alopecia, amenorrhoea, amnesia, anxiety, aphasia, arthralgia, asthenia, back pain, blindness, chest pain, conjunctival haemorrhage, cystitis, depression, dermatitis, disturbance in attention, dizziness, dysaesthesia, ear disorder, fatigue, fibromyalgia, food intolerance, genital injury, groin pain, haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, paraesthesia oral, pelvic pain, peripheral swelling, post procedural complication, presyncope, pruritus, rash, salpingitis, syncope, tachycardia, tearfulness, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. The reporter commented: after placement of the essure device, she saw a clear worsening of her quality of life connected to the appearance of the many symptoms that compelled to remove the devices. On (B)(6) 2019 she underwent a bilateral salpingectomy. Normal post-operative course. Immediately after the procedure part of the symptoms disappeared. Most symptoms, especially the painful ones, disappeared in the weeks immediately following the removal of the devices. Only the amnesia situation currently being tested remains. Current physical exam gynaecological visit: external multiparous genitalia, skin free of disease, cervix mobile and painless, uterus has normal shape and size, free adnexal fields, no pain in bladder area. Speculum: portio with normal epithelium, no active discharge. Abdomen soft. Transversal ultrasound: anteverted uterus with normal size and shape and normal echostructure except for the prior hysterotomy, secretive endometrium measuring 8 mm, normal verge, normal right ovary measuring 18 x 8 mm, left ovary with an echogenic unilocular formation measuring 21 mm of probable functional origin, no pelvic effusion. Currently weigh: 64 kg, tall: 164 cm. Bmi (body mass index) of 23.88. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: absence of fragments / bladder has normal walls, uterus slightly deviated leftward with homogenous densitometry. No evident densitometric abnormalities in the adnexal loggia. The douglas space was free, no free effusion in the abdomen nor significant pelvic or inguinal lymph adenomegaly. Small diverticula of the sigmoid [colon]. Computerised tomogram head - on (B)(6) 2014: hypoesthesia of the left cheek and upper lip + left upper limb reported. Known ataxia of the left upper limb > as sptt. In in. No frank hyposthenia to the antigravitational tests. No babinski. Romberg preserved. No stiffness. Histology - on (B)(6) 2019: picture emerged of chronic inflammation of the fallopian tubes. Macroscopic exam: fallopian tubes measuring 6.2 and 6.5 cm, both with coils. Diagnosis: mild chronic salpingitis. Hysterosalpingogram - on (B)(6) 2013: suspicion of partial closure of the left fallopian tube / minimal passage of the contrast agent into the pelvic cavity, thus the tube cannot be considered occluded / two metal coils in the presumed adnexal area with landmarks correctly aligned. The uterine cavity appears normal in size and shape with a few slight curves of the edges. The injection into the right tube not observed, appears occluded without signs of passage of the contrast agent into the pelvic cavity; on the left a very light injection of the distal portion of the tube in the ampullar area was seen with minimal passage of the contrast agent into the pelvic cavity; on (B)(6) 2013: bilateral tubal occlusion / the position of the intratubal metal coils was unchanged. The check-up did not show passage of the contrast agent through the left fallopian tube, which appears regularly occluded. Findings otherwise unchanged. Most recent follow-up information incorporated above includes: on 20-nov-2020: forensic medicine examination report on injury received - reporter's information was updated. Patient¿s information was updated, new lab data were added, and lot number, insertion and removal dates of essure were provided. Treatment medications antihistamines and anxiolytics, and concomitant medications ramipril and cetirizine were added. Furthermore, the events pelvic pain, salpingitis, presyncope, post procedural complication, headache, conjunctival haemorrhage, hypoaesthesia, paraesthesia oral, disturbance in attention, aphasia, anxiety, tearfulness, abdominal distension, pruritus, hot flush, rash, dysaesthesia, fibromyalgia, asthenia, chest pain, blindness and abnormal behaviour were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), salpingitis ('mild chronic salpingitis / histological exam showed chronic inflammation of the fallopian tubes'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), haemorrhage ('haemorrhages') and syncope ('fainting') in a 37-year-old female patient who had essure (batch no. A78089) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pregnancy, delivery, breast feeding, caesarean section (at 36 weeks due to gestosis) and elective abortion. Recalls having normal skin eruptions, cranial trauma (CT during childhood with cerebral haematoma with good recovery), and normal development during infancy. Menarche at age 15 and normal periods. Previously administered products included for an unreported indication: oestroprogestinic [pill]. Concurrent conditions included hypertension (under ramipril therapy). The patient also had a family history of lung cancer ((father)), brain neoplasm malignant ((sister)) and hypertension. Concomitant products included ramipril for hypertension as well as cetirizine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced presyncope ("at the end of the hysterosalpingography procedure the patient reported a vagal reaction") with nausea, hyperhidrosis and blood pressure decreased and post procedural complication ("at the end of the hysterosalpingography procedure the patient reported a vagal reaction"), 3 months 9 days after insertion of essure. In 2014, the patient experienced dysaesthesia ("episode of dysesthesia to the face"). On (B)(6) 2014, the patient experienced headache ("persistent headache / intense headache on the right frontal-temporal area"). On (B)(6) 2014, the patient experienced conjunctival haemorrhage ("small haemorrhage appeared in the left eye with feelings of anaesthesia to the face / small conjunctival haemorrhage"), hypoaesthesia ("small haemorrhage appeared in the left eye with feelings of anaesthesia to the face") and paraesthesia oral ("perioral paraesthesia of the upper lip"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), abdominal pain ("acute abdominal pain / abdominal pain of unknown origin"), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms) / diffuse joint pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling / chronic fatigue"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("decrease of libido / loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menorrhagia ("abundant period"), amenorrhoea ("non-existent period"), menstruation irregular ("abndormal duration of period"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias / disturbances with short-term memory (working memory)"), disturbance in attention ("disturbances with concentration"), aphasia ("difficulty finding words quickly"), anxiety ("state of anxiety not compatible with her situation / word retrieval associated with anxiety"), tearfulness ("cries easily / outbursts of crying that negatively affect her"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), abdominal distension ("abdominal bloating / persistent abdominal bloating"), pruritus ("generalised chronic pruritis with need to use systemic antihistamines"), hot flush ("hot flushes"), rash ("neck rash"), fibromyalgia ("left arm pain and difficulty grabbing with diagnosis of fibromyalgia") with pain in extremity and loss of personal independence in daily activities, asthenia ("feeling of weakness / psychological-physical asthenia"), chest pain ("chest pain"), blindness ("loss of vision") and abnormal behaviour ("waking at night with abnormal behaviour requiring anxiolytics") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antihistamines, anxiolytics and surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, headache, conjunctival haemorrhage, hypoaesthesia, paraesthesia oral, disturbance in attention, aphasia, anxiety, tearfulness, dysaesthesia, asthenia, chest pain, blindness and abnormal behaviour outcome was unknown, the uterine injury, genital injury, haemorrhage, presyncope, post procedural complication, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, loss of libido, tachycardia, depression, menorrhagia, amenorrhoea, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma, hyperhidrosis, pruritus, hot flush and rash had resolved and the abdominal distension and fibromyalgia was resolving. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, affective disorder, alopecia, amenorrhoea, amnesia, anxiety, aphasia, arthralgia, asthenia, back pain, blindness, chest pain, conjunctival haemorrhage, cystitis, depression, dermatitis, disturbance in attention, dizziness, dysaesthesia, ear disorder, fatigue, fibromyalgia, food intolerance, genital injury, groin pain, haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, paraesthesia oral, pelvic pain, peripheral swelling, post procedural complication, presyncope, pruritus, rash, salpingitis, syncope, tachycardia, tearfulness, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. The reporter commented: after placement of the essure device, she saw a clear worsening of her quality of life connected to the appearance of the many symptoms that compelled to remove the devices. On (B)(6) 2019 she underwent a bilateral salpingectomy. Normal post-operative course. Immediately after the procedure part of the symptoms disappeared. Most symptoms, especially the painful ones, disappeared in the weeks immediately following the removal of the devices. Only the amnesia situation currently being tested remains. Current physical exam gynaecological visit: external multiparous genitalia, skin free of disease, cervix mobile and painless, uterus has normal shape and size, free adnexal fields, no pain in bladder area. Speculum: portio with normal epithelium, no active discharge. Abdomen soft. Transversal ultrasound: anteverted uterus with normal size and shape and normal echostructure except for the prior hysterotomy, secretive endometrium measuring 8 mm, normal verge, normal right ovary measuring 18 x 8 mm, left ovary with an echogenic unilocular formation measuring 21 mm of probable functional origin, no pelvic effusion. Currently weigh: 64 kg, tall: 164 cm. Bmi (body mass index) of 23.88. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: absence of fragments / bladder has normal walls, uterus slightly deviated leftward with homogenous densitometry. No evident densitometric abnormalities in the adnexal loggia. The douglas space was free, no free effusion in the abdomen nor significant pelvic or inguinal lymph adenomegaly. Small diverticula of the sigmoid [colon]. Computerised tomogram head - on (B)(6) 2014: hypoesthesia of the left cheek and upper lip + left upper limb reported. Known ataxia of the left upper limb > as sptt. In in. No frank hyposthenia to the antigravitational tests. No babinski. Romberg preserved. No stiffness. Histology - on (B)(6) 2019: picture emerged of chronic inflammation of the fallopian tubes. Macroscopic exam: fallopian tubes measuring 6.2 and 6.5 cm, both with coils. Diagnosis: mild chronic salpingitis. Hysterosalpingogram - on (B)(6) 2013: suspicion of partial closure of the left fallopian tube / minimal passage of the contrast agent into the pelvic cavity, thus the tube cannot be considered occluded / two metal coils in the presumed adnexal area with landmarks correctly aligned. The uterine cavity appears normal in size and shape with a few slight curves of the edges. The injection into the right tube not observed, appears occluded without signs of passage of the contrast agent into the pelvic cavity; on the left a very light injection of the distal portion of the tube in the ampullar area was seen with minimal passage of the contrast agent into the pelvic cavity; on (B)(6) 2013: bilateral tubal occlusion / the position of the intratubal metal coils was unchanged. The check-up did not show passage of the contrast agent through the left fallopian tube, which appears regularly occluded. Findings otherwise unchanged. Most recent follow-up information incorporated above includes: on 20-nov-2020: forensic medicine examination report on injury received - reporter's information was updated. Patient¿s information was updated, new lab data were added, and lot number, insertion and removal dates of essure were provided. Treatment medications antihistamines and anxiolytics, and concomitant medications ramipril and cetirizine were added. Furthermore, the events pelvic pain, salpingitis, presyncope, post procedural complication, headache, conjunctival haemorrhage, hypoaesthesia, paraesthesia oral, disturbance in attention, aphasia, anxiety, tearfulness, abdominal distension, pruritus, hot flush, rash, dysaesthesia, fibromyalgia, asthenia, chest pain, blindness and abnormal behaviour were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('mild chronic salpingitis / histological exam showed chronic inflammation of the fallopian tubes'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations') and genital haemorrhage ('haemorrhages') in a 37-year-old female patient who had essure (batch no. A78089) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pregnancy, gravida, breast feeding, caesarean section (at 36 weeks due to gestosis) and elective abortion. Recalls having normal skin eruptions, cranial trauma (CT during childhood with cerebral haematoma with good recovery), and normal development during infancy. Menarche at age 15 and normal periods. Previously administered products included for an unreported indication: oestroprogestinic [pill]. Concurrent conditions included hypertension (under ramipril therapy). The patient also had a family history of lung cancer ((father)), brain neoplasm malignant ((sister)) and hypertension. Concomitant products included ramipril for hypertension as well as cetirizine. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced presyncope ("at the end of the hysterosalpingography procedure the patient reported a vagal reaction") with nausea, hyperhidrosis and blood pressure decreased and post procedural complication ("at the end of the hysterosalpingography procedure the patient reported a vagal reaction"), 3 months 9 days after insertion of essure. In 2014, the patient experienced dysaesthesia ("episode of dysesthesia to the face"). On (B)(6)2014, the patient experienced headache ("persistent headache / intense headache on the right frontal-temporal area"). On (B)(6)2014, the patient experienced conjunctival haemorrhage ("small haemorrhage appeared in the left eye with feelings of anaesthesia to the face / small conjunctival haemorrhage"), hypoaesthesia ("small haemorrhage appeared in the left eye with feelings of anaesthesia to the face") and paraesthesia oral ("perioral paraesthesia of the upper lip"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("acute abdominal pain / abdominal pain of unknown origin"), abdominal distension ("abdominal bloating / persistent abdominal bloating"), groin pain ("inguinal pain"), back pain ("lumbar pain"), hypersensitivity ("allergic reactions"), rash ("neck rash"), pruritus ("generalised chronic pruritis with need to use systemic antihistamines"), menorrhagia ("abundant period"), amenorrhoea ("non-existent period"), menstruation irregular ("abndormal duration of period"), vaginal discharge ("vaginal leakages"), arthralgia ("joint pain (knees, hands, feet and arms) / diffuse joint pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling / chronic fatigue"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("decrease of libido / loss of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias / disturbances with short-term memory (working memory)"), disturbance in attention ("disturbances with concentration"), aphasia ("difficulty finding words quickly"), anxiety ("state of anxiety not compatible with her situation / word retrieval associated with anxiety"), tearfulness ("cries easily / outbursts of crying that negatively affect her"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), hot flush ("hot flushes"), fibromyalgia ("left arm pain and difficulty grabbing with diagnosis of fibromyalgia") with pain in extremity and loss of personal independence in daily activities, asthenia ("feeling of weakness / psychological-physical asthenia"), chest pain ("chest pain"), blindness ("loss of vision") and abnormal behaviour ("waking at night with abnormal behaviour requiring anxiolytics") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized from (B)(6)2019. The patient was treated with antihistamines, anxiolytics and surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, uterine injury, genital injury, genital haemorrhage, presyncope, post procedural complication, abdominal pain, groin pain, back pain, hypersensitivity, rash, pruritus, menorrhagia, amenorrhoea, menstruation irregular, vaginal discharge, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, syncope, insomnia, affective disorder, loss of libido, tachycardia, depression, uterine leiomyoma, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis and hot flush had resolved, the salpingitis, headache, conjunctival haemorrhage, hypoaesthesia, paraesthesia oral, disturbance in attention, aphasia, anxiety, tearfulness, dysaesthesia, asthenia, chest pain, blindness and abnormal behaviour outcome was unknown and the abdominal distension and fibromyalgia was resolving. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, affective disorder, alopecia, amenorrhoea, amnesia, anxiety, aphasia, arthralgia, asthenia, back pain, blindness, chest pain, conjunctival haemorrhage, cystitis, depression, dermatitis, disturbance in attention, dizziness, dysaesthesia, ear disorder, fatigue, fibromyalgia, food intolerance, genital haemorrhage, genital injury, groin pain, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, joint swelling, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, paraesthesia oral, pelvic pain, peripheral swelling, post procedural complication, presyncope, pruritus, rash, salpingitis, syncope, tachycardia, tearfulness, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. The reporter commented: after placement of the essure device, she saw a clear worsening of her quality of life connected to the appearance of the many symptoms that compelled to remove the devices. On (B)(6)2019 she underwent a bilateral salpingectomy. Normal post-operative course. Immediately after the procedure part of the symptoms disappeared. Most symptoms, especially the painful ones, disappeared in the weeks immediately following the removal of the devices. Only the amnesia situation currently being tested remains. Current physical exam: gynaecological visit: external multiparous genitalia, skin free of disease, cervix mobile and painless, uterus has normal shape and size, free adnexal fields, no pain in bladder area. Speculum: portio with normal epithelium, no active discharge. Abdomen soft. Transversal ultrasound: anteverted uterus with normal size and shape and normal echostructure except for the prior hysterotomy, secretory endometrium measuring 8 mm, normal verge, normal right ovary measuring 18 x 8 mm, left ovary with an echogenic unilocular formation measuring 21 mm of probable functional origin, no pelvic effusion. Currently weigh: 64 kg, tall: 164 cm. Bmi (body mass index) of 23.88. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2019: absence of fragments / bladder has normal walls, uterus slightly deviated leftward with homogenous densitometry. No evident densitometric abnormalities in the adnexal loggia. The douglas space was free, no free effusion in the abdomen nor significant pelvic or inguinal lymph adenomegaly. Small diverticula of the sigmoid [colon]. Computerised tomogram head - on (B)(6)2014: hypoesthesia of the left cheek and upper lip + left upper limb reported. Known ataxia of the left upper limb > as sptt. In in. No frank hyposthenia to the antigravitational tests. No babinski. Romberg preserved. No stiffness. Histology - on (B)(6)2019: picture emerged of chronic inflammation of the fallopian tubes. Macroscopic exam: fallopian tubes measuring 6.2 and 6.5 cm, both with coils. Diagnosis: mild chronic salpingitis. Hysterosalpingogram - on (B)(6)2013: suspicion of partial closure of the left fallopian tube / minimal passage of the contrast agent into the pelvic cavity, thus the tube cannot be considered occluded / two metal coils in the presumed adnexal area with landmarks correctly aligned. The uterine cavity appears normal in size and shape with a few slight curves of the edges. The injection into the right tube not observed, appears occluded without signs of passage of the contrast agent into the pelvic cavity; on the left a very light injection of the distal portion of the tube in the ampullar area was seen with minimal passage of the contrast agent into the pelvic cavity; on (B)(6)2013: bilateral tubal occlusion / the position of the intratubal metal coils was unchanged. The check-up did not show passage of the contrast agent through the left fallopian tube, which appears regularly occluded. Findings otherwise unchanged. Lot number: a78089 manufacturing date: 2012/12 expiration date: 2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.